Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurate high results of "156, 172 and 222 mg/dl" obtained on the subject meter and "50 and 112 mg/dl" on another meter performed within 30 minutes of each other . This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.